Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that r-pilot 6x sterile file broke during use. Broken part remained and patient was forwarded to an endo-specialist. Broken part was thrown away, but package will be sent in for investigation. Additional information is pending.

Manufacturer narrative:
The returned r-pilot file 21mm was analyzed and is not damaged and without sign of use. Involved files which broke during use were not returned and cannot be analyzed. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1692336). Root causes are not identified. We will track this kind of event and monitor the trend.